Manufacturer narrative:
Concomitant medical products: biolox femoral head; cat# unknown ; lot# unknown; gap bone screw; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had right hip revision surgery due to pain.